Event description:
Physician was using a gelmark ultra during a stereotactic breast biopsy with a mammotome biopsy device. When they removed the application they observed that the tip had sheared off. Nurse + tech present during the procedure reported that md had put in the applicator upside down. When they rotated the probe, the tip sheared off. It is unknown if tip is in patient's breast. There were no plans to remove it, if so. There were no patient adverse effects.